Event description:
Information was received indicating that the patient felt like she was going to pass out when she used a smiths medical cadd legacy pump. The drug being used was remodulin 1mg/ml at 18ng/kg/min intravenously at a continuous rate. The patient has pulmonary arterial hypertension (pah). There was no reported adverse event.